Manufacturer narrative:
Correction to section h6 evaluation codes method, result and conclusion. Device evaluation summary: one main control board was returned to medtronic for further analysis. The control board was installed into the failure investigation (f.I) test ventilator and it failed to complete the power on self test (post) with the following observations. The fi test ventilator was powered down by holding the power switch for approximately 20 seconds. Using multimeter, a short was observed across c224, c52, d15, c44. The components were removed and a short was still observed across the solder pads where the removed components were located. The reported symptom was likely to be caused by an internal short within the board. The likely cause of the event was determined to the short in the main control board. The event will be included in trending and monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, the ht70 ventilator generated a continuous alarm and the screen went blank. It was noted that ventilation stopped. The ventilator was manually restarted, however the constant alarm occurred again with no screen display. It was noted that the ventilation indicator and power lamp were illuminated. The patient was placed in spontaneous breathing condition and eventually transferred to an alternate ventilator.